Event description:
New information received notes prior to death, patient with end stage heart failure exacerbation resulted in ventricular tachycardia (vt) storm and had successful ICD shocks but had ongoing vt episodes. Patient¿s family decided to turn off further life prolonging measures and patient was placed on comfort care. Patient cause of death was cardiac with death temporal course non-sudden.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.